Event description:
It was reported that this inflatable penile prosthesis was not inflating properly. The device had fluid loss. The device was explanted. Upon explant, it was identified that there was a hole in the right cylinder. The physician suspected it was probably due to wear. All the components were replaced. No patient complications were reported.

Manufacturer narrative:
B3. Exact date of event is unknown. The date of event is approximated based on the reported information indicating the event occurred two months ago.